Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 300 mg/dl, while wearing the pod between 5 and 24 hours on the leg. The pod was removed, insulin was noticed to be leaking out and the cannula was found bent. A new pod was applied to treat the hyperglycemia.